Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "answered that call from (B)(6) who had surgery at (B)(6). His catheter became detached from the tubing. I asked him if he could take a look at both ends to see whether a piece may have broken off to cause the disconnect or whether it was a simple twist that caused the disconnect but he wasn't sure. I asked him if he had the (B)(6) number and pager that (B)(6) gave to us and he said he did. I told him to call that acute pain service and to let them know that the catheter and tubing became disconnected. We paused the pump and then he clamped the tubing so the medication isn't dripping out. I instructed him on how to resume the infusion after he receives instruction to their acute pain team on how to reconnect the catheter to the tubing." A patient was involved but not harmed.